Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+0.5/080 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had an excessive vault and remains implanted.

Manufacturer narrative:
Patient had a lens exchange with multifocal iol. There is no impact on patient's vision reported. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4). The patient is over the age of (B)(6) years old. (B)(4).